Event description:
The event occured after catheter insertion. The nurse was unable to obtain blood return and retracted the catheter to establish blood return. Blood return while aspirating was able to be perfrmed once the catheter was retrtacted so the 35cm markign was visible. It was ot communcaite what markig was visible when the catheter was first inserted. The nurse attempted to re-advance the catheter and was unable, so the decison was made to remove it. The catheter was ot able to be removed. The catheter then broke with the distal degment still in the patient's arm. Patient was sent to the ER to have the remaining portion of the catheter removed. The patient condition has not yet been communicated to the company.